Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an infusion set with bent cannula that resulted hospitalization. Customer was transported by an ems and admitted to the hospital on (B)(6) 2017 with a high blood glucose level of 415 mg/dl. Earlier that day the customer;'s blood glucose was 139 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was not performed. The insulin pump was not replaced or returned for analysis.